Manufacturer narrative:
The account found that when the left head side rail was unplugged, the problem ceased. Per the hill-rom service manual the advanta¿ 2 should be subject to an effective maintenance program. This will help make sure of a long, operative life for the advanta¿ 2 bed. The preventative maintenance will help to reduce downtime due to excessive wear failures. An annual service of the bed is advised in order to maintain its characteristics and performance. Make sure that the controls are in good condition and that the membranes are not worn or torn. Make sure that the bed does not fail any of the function checks. Replace or repair parts as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head sections runs down unintentionally. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).